Event description:
It was reported when using bd vacutainer® flashback blood collection needle that the needle was found to be loose. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b. Describe event/ problem. D. Medical device brand name. D. Common device name. D. Medical device catalog number. D. Medical device lot number. D. Medical device expiration date. H. Device manufacture date . H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 301746 lot/batch #: 1176935 bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates from holder. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using bd vacutainer® flashback blood collection needle that the needle was found to be loose. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using an unknown bd product the needle was found to be loose. There was no report of impact to patient or user.